Event description:
It was reported that the lead had an apparent fracture with high and undefined impedance. It was noted that the atrial lead did not appear on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.